Event description:
On 15-jun-2021, a customer in (B)(6) notified biomérieux of a potential false negative result when using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, batch 1008423440, expiry date 17-nov-2021) with a patient sample. Calibration (B)(6): s1: 151-167 rfv [95-206 rfv]. C1: 456 rfv - tv 2.86 [1.66-4.38] -> positive. C2: -4 rfv - tv -0.02 [max 0.99] -> negative. The customer tested the sample three (3) times over two (2) days. Test 1: 0.21 tv, negative. Test 2: 0.26 tv, negative. A new calibration was performed with passing results and the sample was tested again. Test 3: 0.24 tv, negative. The sample has not been tested using other techniques. Clinical context: patient had covid-19 in (B)(6) 2020. This was confirmed by rt- pcr testing performed on (B)(6) 2020 and (B)(6) 2020 with positive results. The patient had a negative rt-pcr result on (B)(6) 2020. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
A customer in france notified biomérieux of obtaining a potential false negative result in association with vidas® sars-cov-2 igg ref 423834 lot 1008423440. The patient had covid in december 2020 and their sample was collected in june 2021. An internal investigation was performed. The customer's sample was not submitted for the investigation. Investigation the analysis of the batch history record for the vidas sars-cov-2 igg ref 423834 lot 1008423440 showed no anomaly during the manufacturing, control and packaging processes. Control chart analysis was conducted in four internal samples (targets 0.48 - 1.68 - 1.34 and 1.75 tv) and seven batches of vidas sars cov-2 igg including the customer's lot (1008423440). All sample results complied with the specifications and results obtained from the customer¿s lot are consistent with the results from other lots. Testing complaints laboratory had previously tested 3 internal samples (2 with a positive target and 1 with a negative target) on vidas sars-cov-2 igg (ref 423834 lot 1008423440) on 12-apr-2021. On 12-sep-2021, these same samples have been retested on retain kit vidas sars-cov-2 igg (ref 423834 lot 1008423440). The results complied with the expected specifications and were consistent with each other. There was no significant difference in results compared to those observed before the batch release, was observed. Conclusion the complaint laboratory did not reproduce any negative result when testing positive internal samples on vidas sars-cov-2 igg (ref 423834 lot 1008423440). According to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on internal samples. Without submission of the concerned sample, it is not possible to pursue further the investigation. According to the data mentioned above, there is no reconsideration of vidas sars-cov-2 igg ref 423834 lot 1008423440.